Event description:
Patient had peripherally-inserted central venous catheter (PICC) line inserted by experienced and trained rn. Difficult placement due to patient's traumatic injuries. Post placement a chest x-ray (cxr) was done which showed metallic wire over the right axilla. The patient was taken to interventional radiology where he had an ultrasound guided removal of the foreign body. It was in the right cephalic vein and a portion was removed using balloon angioplasty. 2 separate small 3 mm metallic fragments were identified on fluoroscopy but were not clearly intravascular or retrievable. The removed portions were retained as well as the insertion kit and PICC line.

Event description:
Patient had peripherally-inserted central venous catheter (PICC) line inserted by experienced and trained rn. Difficult placement due to patient's traumatic injuries. Post placement a chest x-ray (cxr) was done which showed metallic wire over the right axilla. The patient was taken to interventional radiology where he had an ultrasound guided removal of the foreign body. It was in the right cephalic vein and a portion was removed using balloon angioplasty. 2 separate small 3 mm metallic fragments were identified on fluoroscopy but were not clearly intravascular or retrievable. The removed portions were retained as well as the insertion kit and PICC line.